Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily calcified, heavily tortuous, distal chronic totally occluded de novo mid circumflex after rotablation and balloon dilatation was performed a vessel perforation was noted. The 2.8 x 18 mm graftmaster stent delivery system (sds) was attempted to advanced but could not cross the lesion due to the anatomy. It was noted that balloon angioplasty was used to seal the perforation and the patient was stable. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.